Event description:
It was reported during initial implant procedure patient's left ventricular (lv) lead was dislodged. Insulation damage was also noted on the lead. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found cut to the lead body insulation at the middle region. The s-curve hump height was measured to be within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the insulation damage is consistent with procedure damage. No other anomalies were found.